Event description:
The customer reported the system is displaying an intermittent filament control error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock assembly. System operates as intended.